Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a piece on top of reservoir had fallen off. Customer's blood glucose was 350 mg/dl at the at the time of the incident. The high blood glucose was treated via insulin pump. The customer reported the incident happened when they were changing reservoirs. The customer also reported the insulin device was exposed to moisture. Troubleshooting was provided. The reservoir is loose when inserting it in the insulin pump. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to completely broken reservoir tube lip. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.